Manufacturer narrative:
H6: per additional information, a2303 is no longer applicable to this event. A26 is also no longer applicable to this event as a1407 is more specific. E22401 is also no longer applicable to this event per specified information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via the manufacturer's representative (rep). It was clarified that 'vital sign elevation' meant the patient's heart rate and blood pressure was elevated. It had also been suspected that the pump 'wasn't primed correctly', but this was confirmed as being incorrect, and there were no errors with the pump programming following the patient's recent refill. No issues with the pump were identified. No cause was identified for the patient's worsening spasticity and elevated vital signs. Actions and interventions included checking the pump, but no additional information was provided to the rep. The patient's symptoms and previously suspected pump issues have been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources including a healthcare professional (hcp), a patient, and a manufacturer's representative (rep) regarding the patient receiving compounded baclofen at a concentration of 3000mcg/ml and a dosage of 1576mcg/day and bupivacaine at a concentration of 1.1mg/ml and a dosage of .5782mg/day via an implantable infusion pump for intractable spasticity. It was reported by the hcp that they'd like a rep to interrogate "a possibly malfunctioning pump" and that the patient has had a couple of days or worsening spasticity in the legs/return in lower extremity spasticity and vital sign elevation. It was reported that the pump was refilled last week and the hcp suspected it "wasn't primed correctly" and that the patient is "just now catching up on doses". The hcp was redirected to the national answering service. An additional report was provided the same day, wherein the patient reported to the rep that they had a refill (B)(6) 2025 and the nurse had to stabilize and tilt their pump with one hand while filling with the other, and it seemed like a difficult refill. The rep checked the pump logs and dosing and nothing was abnormal. No actions/interventions were reported. It is unknown if the issue had been resolved at the time of the report.